Event description:
During radiofrequency ablation of an hepatocellular cardinoma using an intraoperative approach, pt incurred a donut shaped, 3 cm x 3 cm burn to the back under the dispersive elecrtrode at the junction of the connector with the pad. A portion of the burn was classified as a third degree burn. Pt was discharged on 3/25/99.